Event description:
Baxter reported, "providone iodine leaked from the connection between a transfer set and minicap." The set has been in use for 37 days. There was no patient injury or medical intervention associated with this incident according to baxter.